Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. A routine follow up computed tomography (CT) showed aneurysm sac growth with no endoleak visible. The physician is planning a secondary intervention. The patient has not had a secondary intervention and is currently reported to be in good condition. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Based upon the information available, the root cause of the reported event is unknown. At the completion of the clinical evaluation, there was evidence to support the following reported events: possible endoleak type iiia or type iiib. There was limited available patient information available. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Device was not returned, therefore no physical product evaluation was completed.